Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported from the patient they experienced increased and stronger seizures after vns parameters were increased. One seizure was described as very strong causing loss of consciousness. The device was turned off and vns care stopped. No other relevant information has been received to date.